Event description:
Development of hemopericardium during chest tube insertion for evacuation of pneumothorax. The chances of this complication which is a known and possible complication of this procedure, can be minimized by simple changes in the design of this product.